Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the patient experienced torsades de point tachycardia and the implantable cardioverter defibrillator (ICD)  exhibited a sensing/pacing problem. It was noted during the episode of torsades de point, therapy from the ICD was held back and the stability feature had reset. The patient was admitted to the intensive care unit (ICU), ventilated and received a heart support system. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.